Event description:
There were two resolute integrity drug eluting stents implanted during the index procedure in the cx. It is reported that the patient suffered an mi on the day of the index procedure. Investigator reported a non q-wave myocardial infarction with troponin elevation. Investigator indicated that it is possible that the event was related to the study stent. It is reported that the patient was discharged two days post index procedure. No further complications were reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).